Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for total prostate-specific antigen (tpsa). The sample initially resulted as 0.009 ng/ml and this value was reported outside of the laboratory. The physician questioned the result because the last tpsa result for the patient was "about 5 ng/ml". The sample was repeated and resulted as 4.86 ng/ml. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The tpsa reagent lot number was 181690. The reagent expiration date was asked for, but not provided. It was noted by the sales representative that the laboratory at the customer site has high humidity (over 50%).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general issue with the analyzer, reagent, or control can be excluded.